Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. The account reported that the low flow alarms and related patient symptoms were due to the patient¿s seizure activity. It was reported that the patient may have lost consciousness and had low flows. Evaluation of the submitted controller event log file confirmed multiple low flow fault flags were captured throughout the file that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm. Of these faults, eight lasted over 10 seconds and low flow hazard alarms were triggered. These alarms were transient in nature, and pulsatility index values were elevated during the low flow events. No other notable events were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of this document lists potential adverse events, including other neurological events (not stroke-related), that may be associated with the use of the hm 3 lvas. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had experienced nausea and vomiting and then suddenly lost consciousness. During the episode where it was thought they lost consciousness, they had low flows. The patient then was noted to have had bowel incontinence. Log files were submitted for review. The log files captured low flow alarm events on 20mar2024 and 22mar2024. There were also several momentary low flow events recorded. These occurred at times when the pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused these events. The patient's mean arterial pressure (map) was good, and their vitals and labs seemed within defined limits (wdl). The low flow alarms resolved on their own and the cause had not been identified. The patient was still symptomatic when standing up. Orthostatic maps were unable to be taken dye to patient feeling so poorly and feeling as if they were going to pass out when standing. It was reported on 10apr2024 that the patient was diagnosed with seizures which were identified as the cause of the nausea, vomiting, and sudden loss of consciousness. It was noted that the low flow alarms were related to these seizures. The patient was started on levetiracetam (keppra) and was following up with neurology.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.